Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on 6/18/2015.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months ((B)(4) 2015) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from july 2014 through (B)(4) 2015 did not reveal a significant trend for this same issue. The fmea revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter did not pass the special test plan. The reason for return of the catalytic converter was confirmed. The oil mist filter was returned and tested. The oil mist filter had no mist observed. The reason for return of the oil mist filter was not confirmed. The vacuum pump oil was not returned as it was discarded by the customer. The assignable cause of the odor/smells issue is the components of the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. Asp will continue to track and trend this issue.

Event description:
A customer reported an event of an odor emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.